Event description:
When the catheter was connected to the cable, the sensing was not showing up on the display monitor. Troubleshooting was unsuccessful. The catheter was removed, and a new catheter was used. The new catheter wrked fine. No injury to the patient.